Event description:
Synthes (B)(4) reports an event as follows: patient was implanted on (B)(6) 2011 with trochanteric fixation nail (tfn) and helical blade. Patient returned to surgeon complaining of hip pain on an unknown date. Patient was returned to operating room on (B)(6) 2013, for tfn removal. Surgeon advised healing had taken place but pre-operative x-rays indicated the cerclage wire used in the original surgery may be irritating and cutting into the bone. Surgeon intended to remove all hardware including an unknown distal screw and cerclage wire and revise to another tfn nail. During the removal an infection was discovered which had not been detected in pre-op blood work. Surgeon instead revised to an antibiotic nail with no further instrumentation at this time. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.